Event description:
The reported stated she believes the haptic was bent on a (B)(4) collamer single piece lens upon receipt. The lens was never loaded into the injector. There was no patient contact.

Manufacturer narrative:
Evaluation codes: method: device history record review. Results: device history record review - based on the investigation conducted, the root cause for this complaint is not related to the manufacturing process of the subject lens. A definitive root for this claim could not be determined during the course of this investigation. The most probable cause is mishandling (user error) of the subject lens by the customer. No corrective and preventative measures are warranted at this time. Conclusions: based on the complaint history, work order search, device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluated by manufacturer?: no - no lens returned in packaging. Evaluation codes: method - lens work order search results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4). No lens was returned in packaging.